Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that since they put the device on, the incision opened up and the battery came out of the pocket so they had stitches. Pt stated that they had been back and forth with it and they had the ins on for like 3 days after they got the device. Pt stated that now the ins hadn't been on at all and they were wondering if they would have to reset the device again when healthcare provider decides to turn the device back on. Agent reviewed requested information with the patient. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they have an appt with hcp tomorrow. Pt asked for rep's contact information. Agent reviewed rep role and redirected pt to hcp. Pt disconnected the call before agent could ask for the event date/managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned previous information in this case. Patient's incision opened up and the battery came out of the pocket so the implant was readjusted and the stitches were just taken out last week thursday. Patient was approved to start turning their stimulation or start charging the implant. Patient was trying to charge the implant but they were only getting 30% at good connection. Agent reviewed information. During the call patient was able to get to excellent connection and the implant increased to 40%. Agent reviewed with patient that after charging the implant they could go to their mystim rc to change their stimulation settings if needed. Agent reviewed with patient that they couldn't change settings while charging the implant, but that they could turn their therapy on/off. Agent reviewed with patient to turn the recharger off before going back to mystim rc. Patient would call back if they had any issues connecting to their mystim rc. Patient called back repeating information from previous call and that their incision opened up for a third time. Patient mentioned that they need to shut the unit off because of the incision opening again and that it is causing too much pain. Patient noted they were in the ER last night and were told to have the unit shut off because the patient isn't to put things over their back and that they have liquid coming out of their back. Patient stated they can barely move and are not sure if the doctor implanted them wrong or what as this is the third time and has caused too many issues. Patient mentioned their previous implant and that they had no issues, but now with this implant it has opened up twice when it was on the left side and came out so now it is on the right side but the incision is still open and they can feel the battery and that it is on their skin line. Patient reported that the doctor has drained the back liquid but that they can feel poking and don't want the battery to leak; patient added that they really wanted the stimulator to work but it wasn't implanted correctly. Patient mentioned the first time the I ncision opened was weeks after and the second was a month and then now is the third time and they are not very satisfied. Patient noted that it hurts so bad to move and that they have been calling the doctor. Patient mentioned they hurt up to their butt-cheek and liver area; patient added that they plan to have the implant removed. Patient noted that when they were first implanted they were not given the equipment until 3 weeks later; a lady rep helped them and they are thankful for them because they couldn't go pick up the equipment because they couldn't even walk after the procedure. Agent walked patient through resetting the handset and communicator and trying to connect to therapy; patient got a screen that said update in progress for communicator. Patient reported they got no response message and then a message saying the recharger was disconnected; agent verified patient was using the communicator and patient described the recharger. Agent walked patient through grabbing the communicator out of the case and trying to connect to implant; patient connected and turned therapy off. Agent advised patient to follow up with hcp for next steps. Pt called back stating that they were in the hospital and the ins was going to be taken out today because the incision was still draining and was causing them too much pain. Pt was calling to just inform manufacturer that the device was being explanted.